Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that her one touch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged power issue began approximately 2 weeks prior to contacting lfs. The cca noted that the pt manages her diabetes with oral medications. The pt denied taking any action regarding her diabetes management as a result of the alleged issue. The pt reported that the morning of event, she felt shaky and developed a headache. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's batteries were not due to be replaced. The alleged power issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.